Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). Therapy was ongoing. Prior to hospitalization, the patient experienced diarrhea, tenderness, and cloudy effluent. As a result of the peritonitis, the patient experienced a fever. The patient was treated with vancomycin, gentamycin and cefazolin for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. It was unknown if the patient recovered from the muddy fluid, tenderness, and diarrhea.

Manufacturer narrative:
(B)(4). Additional information: two days after using antibiotics, the patient recovered from the abdominal pain and the cloudy effluent. Sixteen days after hospitalization, the patient had recovered from the peritonitis. The following day, the patient stopped treatment with antibiotics and was discharged from the hospital. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.